Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient's wife stated the cgm was displaying 60 mg/dl and the patient¿s bg was 550 mg/dl. Due to the high bg readings, she brought the patient to the hospital. During this time, the patient was asymptomatic. At the hospital, a bg was checked and it was around 550 mg/dl. The patient as treated with IV fluids and insulin. Labs were done to check the patient¿s glucose levels, complete blood count, urine, metabolic and ketone beta. The patient was in the hospital for 4 hours. At the time of the report, the patient was feeling okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5160852. B5: describe event or problem - additional. B6 relevant tests/laboratory data,inclu - correction. E4: initial report also send to FDA - additional. G2: report source - correction/additional. H2: additional information.

Event description:
Subsequent to the initial MDR, a voluntary medwatch report number mw5160852 was received on 11/12/2024. The information in the maude report was included in the initial MDR for 3004753838-2024-284783. No additional patient or event information is available.